Event description:
Procedure: gastric bypass. According to the reporter: the bowel was cut but not stapled. This incident extended the intervention for about 10 minutes. The small intestine was torn. The surgeon made a double suture on the wounded small intestine.

Manufacturer narrative:
(B)(4).